Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged (cap) was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of damaged (cap) was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged (cap) with the provided photo. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported prior to use that the bd vacutainer® sst¿ ii advance plus blood collection tubes had a deformed cap. There was no health impact or consequences reported.

Manufacturer narrative:
(B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use that the bd vacutainer® sst¿ ii advance plus blood collection tubes had a deformed cap. There was no health impact or consequences reported.